Manufacturer narrative:
The device was not made available to depuy for evaluation. Pt was reported to have non-union. Events of this nature are an inherent risk of the procedure. Info is limited at this time. No conclusions can be made at this time, breakage of the device is likely related to stress placed on the device due to non-union.

Event description:
Contact reported pt experienced non-union following cervical spine surgery. It was noted that one of the screws in the plate had fractured. Pt was revised and damaged implants removed. As an adverse outcome was reported an MDR is filed to document this event.